Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the patient was seen in clinic. Upon interrogation, the bluetooth telemetry issue was resolved, indicating that it was caused by telemetry lockout. No patient consequences reported.